Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5042061) in united states on (B)(6) 2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. She reported that 6 months after essure was inserted she started to feel that thing were not right with her body. She went to her physician and did some tests (blood, xrays) and nothing was found. She mentioned that went to an allergist and found that she had many allergic reactions she did not have previously; she was tested positive for nickel allergy, but this allergy she had always had. The consumer provided an essure explant date of (B)(6)-2013. She stated that before her bilateral salpingectomy her symptoms were: cramping, stabbing pelvic pain, hot flashes, night sweats, bleeding and spotting after sex, painful intercourse, and frequent yeast infections; swelling of the vagina, itching, burning and stinging of vaginal entrance, abdominal spasms and twitching; back, joint, leg and hip pain; nausea; gas and constipation; severe bloating and swelling of the abdominal area; heartburn; headaches and migraines; constant dizziness; brain fog, cloudiness and forgetfulness; anxiety attacks; mood swings; depression; constant ringing in ears, heightened allergies and allergic reactions, hives and rashes; cysts and boils in vaginal and rectal area; swelling of the legs and feet; hair loss and welts in scalp; teeth sensitivity; blurred vision and floaters; dry skin and eyes. After her bilateral salpingectomy, her symptoms were: vaginal discharge; cramping; stabbing pelvic pain; urgent and frequent urination; bleeding and spotting after sex; painful intercourse; frequent yeast infections; swelling of the vagina, itching, burning and stinging of vaginal entrance; back, joint, leg and hip pain; nausea; gas and constipation; severe bloating and swelling of the abdominal area; heartburn; headaches and migraines; constant dizziness; tingling and numbness in arms; depression; constant ringing in ears; heightened allergies and allergic reactions, hives and rashes; cysts and boils in vaginal and rectal area; swelling of the legs and feet; hair loss and welts in scalp; teeth sensitivity; blurred vision and floaters; dry skin and eyes; severe bloating and swelling of the abdomen. The consumer mentioned the seriousness criteria required intervention but not specified and/or assigned to one of the events. Product technical complaint (ptc) investigation result received on (B)(6) 2015: ptc global number (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced many allergic reactions/ heightened allergies. She was submitted to a bilateral salpingectomy. This event was considered serious due to medical importance and is listed according to reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the consumer had a previous nickel allergy and started to experiencing heightened allergies after essure insertion in addition to other non-serious events such as pain and bloating. Although, according to her, her allergies and symptoms persisted after salpingectomy; since limited information was provided about this procedure (if essure was completely removed) causality between the events and the suspect insert cannot be excluded. Due to the intervention reported, this case is regarded as incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. Further information (clarification about event's outcome after salpingectomy) is expected.

Manufacturer narrative:
Follow-up from 22-sep-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this non-medically confirmed report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced many allergic reactions/ heightened allergies. She was submitted to a bilateral salpingectomy. This event was considered serious due to medical importance and is listed according to reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the consumer had a previous nickel allergy and started to experiencing heightened allergies after essure insertion in addition to other non-serious events such as pain and bloating. Although, according to her, her allergies and symptoms persisted after salpingectomy; since limited information was provided about this procedure (if essure was completely removed) causality between the events and the suspect insert cannot be excluded. Due to the intervention reported, this case is regarded as incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit. No further information was obtained despite follow-up attempts.